Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering department has finished the evaluation of the device.

Event description:
While on pt the unit displayed "defib comm error."